Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation the hemostasis sheath was returned mated with carrier tube assembly. No accessory components were returned. Visual inspection revealed that the tamper tube was completely exposed from the hemostasis sheath. Both the clear and the black compaction markers were fully visible from the carrier tube assembly. The hemostasis sheath was properly mated with the deployment sleeve was in the full rear lock position with the color bands fully exposed. Under microscopy, the anchor could not be observed within the knot. The device was disassembled and the suture spool was checked. There was no foreign matter and no obstructions noted. There were no turns of suture left within the spool. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, is likely that the collagen was over tamped and resulted in the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was attempted to be delivered, however there was a problem in delivering the collagen plug. There was no harm to the patient. Additional information was received march 4, 2019: the procedure performed was a coronary angiogram using a 6fr sheath. The nurse reported that she thought that the string snapped and the collagen was left behind. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression. The procedure outcome had a successful angiogram with femoral hemostasis.